Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/17/2020. Additional narrative: it was reported that the patient experienced adhesions, bowel obstruction. It was reported that the patient underwent mesh revision on (B)(6) 2015. It was reported that the patient experienced extreme abdominal pain, scarring, adhesions, bowel obstruction and recurrence of hernia. It was reported that the patient underwent removal of mesh and mesh was implanted on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Manufacturer narrative:
Date sent to FDA: 4/24/2020. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.